Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the quick coupling device could not secure the drill bit device. As a result, there was a five minute delay to the surgical procedure. There was a spare device available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the disconnected sleeve was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.